Event description:
It was reported that the ilet screen was unresponsive and could not be unlocked despite attempts at partial-speed swipes and charging, while the patient received a rapid-drop glucose alert and noted cgm readings trending downward; a contemporaneous fingerstick measured 142 mg/dl, later followed by cgm values in the 80¿90 mg/dl range for which the patient ingested soda, after which glucose stabilized. Symptoms included perceived rapid glucose decline without reported injury. Outcomes included a device replacement arrangement and subsequent discontinuation of ilet therapy per the healthcare provider¿s direction, with transition back to multiple daily injections; no emergency treatment or hospitalization occurred. Investigation included remote troubleshooting and logistics to replace the device. Investigation of this case revealed a suspected display or user-interface malfunction consistent with an unresponsive screen, with the device otherwise continuing basal and correction delivery. It was concluded, based on previously established findings for similar reports, that the cause was an undetermined device malfunction related to the touchscreen interface. However, the original device was not returned to the manufacturer, and therefore no physical device evaluation or investigation was performed to confirm the reported condition or root cause.

Manufacturer narrative:
The device was not received or evaluated by beta bionics. User complaint of ilet damage or malfunction was not confirmed via failure investigation due to lost package or common complaints. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.